Event description:
It was reported that after intubation and inflation of the cuff, no external visibility of the state of inflation of the cuff because the external cuff could not be inflated. No patient injury reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. The product was returned and visual testing was performed no damages were detected on the samples. The reported issue could not be determined since the complaint was not confirmed due to the fact the accuracy test was successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).